Manufacturer narrative:
2/10/1998- supplement #1 sent to FDA. Device not available for evaluation.

Event description:
The product was used during an unspecified procedure. Reportedly, the instrument jammed and damaged the tissue. The surgeon applied suture with patch. The pt's status is satisfactory.